Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call, the insulin pump continued to beep and wasn't sure what is occurring with it. As the customer was asleep when the beeping occurred and the screen was flashing blank and not coming on. The customer's blood glucose was 121 mg/dl. Troubleshooting was performed and customer was advised needed to be replaced as the issues continued after a battery cap was replaced. Troubleshooting was also performed for the keypad anomaly as the device wasn't responding to any of the button presses. Customer agreed to return the device for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display and unresponsive buttons due to display anomaly.